Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an allergic reaction to the therapy pads. The patient went to the emergency room was given medication. The medication did not improve the irritation. There is no indication of a device malfunction. Follow up indicated that the patient's irritation had not improved.